Manufacturer narrative:
The complaint device was not returned for review, therefore, a technical analysis could not be performed. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. The records review confirms that the device met all material, assembly and performance specifications prior to shipment. The most probable root cause for this event will be considered that of operational context.

Event description:
It was reported that during a peripheral artery balloon angioplasty treatment procedure, a balloon rupture occurred. The physician attempted to treat a 90% stenosed calcified, mildly tortuous "arm vein" with a sterling 6.0x40mm balloon dilation catheter when it was reported to have ruptured at 4 atmospheres during the first inflation. The procedure was completed with another unspecified device. There were patient complications or injuries reported. The patient's condition was reported as "good".